Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t-wave oversensing, and technical services (ts) was consulted for further review and possible programming recommendations. No adverse patient effects were reported. This ICD remains in service.